Manufacturer narrative:
Product complaint # (B)(4). Date sent: 10/18/2019. Batch # t5cx9v. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What purse-string technique was utilized? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Can more information be provided on the donuts? Was a complete transection of the white breakaway washer visually confirmed? How was it confirmed that some of the staples did not deploy? Related to the area where staples reportedly did not deploy, were staples visualized anywhere in the area of the anastomosis or pelvis? Can further information be provided on the shape of the staples and specific locations of the staples along the circular anastomosis? Was the second device used to complete the case? Was a leak test performed? If so, what type and what was the result? Is the colostomy temporary or permanent? What is the current status of the patient? Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed. And the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a low anterior resection procedure, the doctor performed the anastomosis and the first donut formation was questionable when removed and unknown if the second donut was complete. The doctor felt like only twenty fife percent of the staple deployed but cutting did occur. Unknown if a leak test was performed or passed. The doctor chose to perform a colostomy.

Manufacturer narrative:
(B)(4). Maude report # mw5090150. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What purse-string technique was utilized? Two devices were reported. Can you confirm the issue that occurred when the other device "misfired"? Did the same issue occur with both devices? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Can more information be provided on the donuts? Was a complete transection of the white breakaway washer visually confirmed? How was it confirmed that some of the staples did not deploy? Related to the area where staples reportedly did not deploy, were staples visualized anywhere in the area of the anastomosis or pelvis? Can further information be provided on the shape of the staples and specific locations of the staples along the circular anastomosis? Was a leak test performed? If so, what type and what was the result? Did both devices contribute to the need to perform a colostomy? Is the colostomy temporary or permanent? What is the current status of the patient?